Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the control solution results were above the expected control solution range. The reporter claimed obtaining control results of ¿178 mg/dl¿ and ¿182 mg/dl¿ which were above the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.